Event description:
Pt reported the side button on the infusion device does not function. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for eval. A preliminary eval revealed the soft components of the housing are worn down heavily and restricted handling of the infusion device is a possible implication. Therefore, moisture may enter the infusion device and destroy the functionality of the down button and the electronics. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.